Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the issue may impact the user's ability to read some or all the information on the screen which may result in over or under delivery. There was no indication the product caused or contributed to and adverse event.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump powered on and the display was fully illuminated and fully functional; the display was not segmented. The pump case was removed and no evidence of moisture or loose components was observed inside the pump. The display flex cable was fully inserted into display flex connector and the connector latched. The complaint of a segmented display was not duplicated during investigation. There was no defect found.